Event description:
It was reported that shortly after this pacemaker system was implanted, this patient experienced bradycardia, shortness of breath, and lightheadedness. The patient was evaluated in the emergency room and upon review, loss of capture (loc) was noted on the right ventricular (rv) lead. High capture thresholds were also observed. Further on, the health care professional (hcp) stated the patient experienced severe chest pain and a pneumothorax. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received that a lead revision procedure was performed. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that shortly after this pacemaker system was implanted, this patient experienced bradycardia, shortness of breath, and lightheadedness. The patient was evaluated in the emergency room and upon review, loss of capture (loc) was noted on the right ventricular (rv) lead. High capture thresholds were also observed. Further on, the health care professional (hcp) stated the patient experienced severe chest pain and a pneumothorax. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received that a lead revision procedure was performed. No additional adverse patient effects were reported. At this time, this lead remains in service.